Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that during loading, the deployment knob (actuator) separated. The customer discarded the delivery catheter system (dcs) and as such it could not be returned for analysis. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. A new dcs was used to carry out the procedure. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior the implant of this transcatheter bioprosthetic valve, while loading the valve, the blue a ctuator handle began to separate before the capsule covered the valve paddles. The actuator handle was snapped back together and loading was continued to advance the capsule over the outflow of the valve. The handle continued to separate. The valve loader did not feel comfortable with how the handle felt. The saline used to load the valve was ice cold and no unusual resistance was felt during the loading process. It was decided to use a new delivery catheter system (dcs) and re-load the valve. The new dcs was used and the valve was loaded with no issues. The valve was implanted into a previous failed surgical aortic valve with no issues. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.